Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. In addition, due to a cut on bending section cover, water tightness was lost. Adhesive around objective lens had a chip there was corrosion around left arm. Due to a cut on heat shrinking tube of lock engagement lever, expected insulation capacity could not be obtained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis exera ii duodenovideoscope) was returned to olympus with no alleged complaint. There was no report of patient harm associated with this event. During incoming inspection, it was determined the distal end had foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.